Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient developed abscessed nodules at previous abdominal infusion sites on (B)(6) 2026, requiring unspecified antibiotic therapy, dermatology follow up, and temporary suspension of subcutaneous levodopa/carbidopa intestinal gel therapy. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.